Event description:
It was reported to medtronic minimed that the customer experienced stuck button alarm, frozen display. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1780kl was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test and self test. The trace and history files were successfully downloaded using thus. All buttons respond properly; no stuck button alarm was noted during testing. A review of the history files shows that on (B)(6) 2025 there was a stuck button alarm generated. The pump was cut open, and the keypad overlay/button dome switch layers were removed for a visual inspection. Moisture damage was found on the electronic assembly. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, missing display window cover, cracked battery tube threads, cracked battery compartment, and pillowing keypad overlay. The stuck button alarm complaint is not confirmed. The frozen display complaint is not confirmed. Moisture damage was found during a visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.